Event description:
Reporter alleged blood glucose measured 590 mg/dl at 6:56 am, 575 mg/dl at 6:57 am, and 87 mg/dl at 7:03 am when back to back testing was performed. No actions or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.